Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/investigation. The evaluation/investigation confirmed that the roller at the distal end of the hf resection electrode had detached. However, the roller as well as the conducting/electrode wire were missing since they were not returned. Furthermore, both fork tubes of the hf resection are severely damaged. They are deformed and kinked in the middle. Causal for this damage as well as the breakage of the conducting/electrode wire and the detached roller is mechanical overload by the application of excessive force. Therefore this event/incident was attributed to abnormal use/off-label use. In addition, a material or quality problem can be excluded as a manufacturing and quality control review was performed for the affected lot number of the hf resection electrode without showing any abnormalities related to function and safety. The case will be closed from olympus side with no further actions. However, the event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results and pro re nata retrained to correctly use the olympus medical devices.

Manufacturer narrative:
The hf resection electrode was not yet returned to the manufacturer for evaluation/investigation. Therefore the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified transurethral resection of the prostate (turp) procedure, the roller at the distal end of the hf resection electrode detached from the conducting/electrode wire and fell inside the patient's bladder. No fragment/part remained inside the patient as the roller was reportedly retrieved using a cystoscope. The intended procedure was successfully completed with a similar device and there was no report about an adverse event or patient injury.